Event description:
Needle pull off. Customer reports that during coronary artery bypass surgery, needles pulled off suture prematurely. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
Samples of the returned product were tested for needle pull off and the results failed to meet the usp and ethicon requirements for sample average. None of the values obtained fell below the minimum individual requirement. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this lot number. An investigation was conducted. A batch record review has been conducted and revealed that the batch met requirements. An associate awareness training session was conducted as corrective action.